Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion was located in the moderate to severely tortuous and moderately calcified right coronary artery containing a significant bend of more than 45 but less than 90 degrees. After engaging the lesion with 6f guiding catheter and a ptca wire crossed the lesion, pre-dilation was performed with a non-boston scientific balloon catheter. A 38 x 3.00 promus elite drug-eluting stent was then advanced but had difficulty tracking. However, while trying to negotiate, the proximal stent strut was found damaged. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion was located in the moderate to severely tortuous and moderately calcified right coronary artery containing a significant bend of more than 45 but less than 90 degrees. After engaging the lesion with 6f guiding catheter and a ptca wire crossed the lesion, pre-dilation was performed with a non-boston scientific balloon catheter. A 38 x 3.00 promus elite drug-eluting stent was then advanced but had difficulty tracking. However, while trying to negotiate, the proximal stent strut was found damaged. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.